Event description:
Related manufacturer reference number: 2017865-2022-10772 / 2017865-2022-10778. It was reported that the patient presented to the emergency room with phrenic nerve stimulation. Upon review, the right atrial(ra) and right ventricular(rv) lead were dislodged and the implantable cardioverter defibrillator moved due to suspected twiddler's syndrome. Dislodgement was confirmed via x-ray imaging. The rv lead was re-positioned successfully on (B)(6) 2022. The ra lead and the device were explanted and replaced. The patient condition was stable post-procedure.